Event description:
The customer reported that the monitor was intermittently going black causing a loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.